Event description:
It has been reported to philips that the electrog waveforms do not display on flexvision. The device was in clinical use. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with customer and confirmed that the flex vision, electrog screen has disappeared. Upon further inspection rse found that the power outlet at the distributor was disconnected. Customer replugged the flex vision in the examination room. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code and health impact code were corrected.